Event description:
In 2007, the patient's husband reported that the patient's infusion device shut down without warning. He stated that he changed the power pack immediately and the infusion device began functioning properly. He stated that the power pack had been in use "for a little over 3 weeks." He stated that the patient was aware of the power pack recall and had received corrected power packs. He was advised to dispose of all recalled power packs. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.